Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value at the time of the alarm is unknown; last reading is 169 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.